Event description:
Customer hosptalized due to low blood glucose. Customer had been dieting and basal rates had not been adjusted to accomodate. Customer's spouse feels blood glucose reading provided by meter used by customer was incorrect. Troubleshooting performed and pump appeared to be functioning normally.